Manufacturer narrative:
Per the tandem t:slim x2 user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut down. Reportedly, the customer was wearing the pump in the pool for 10 minutes and when the customer tried to use the pump, the pump would not turn on or function. Although the pump was plugged in for over and hour, the pump still would not turn on and the pump led light was not flashing any color. Tandem technical support explained to the customer that the pump is not intended to be worn while swimming as the pump is not water tight nor water proof; the customer acknowledged. The customer's blood glucose level was 146 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.